Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, pacing lead impedance on atrial lead was observed during routine follow-up in clinic. Physician suspects lead issue but was not certain. Cause of high impedance was not determined. Programming changes were made. Patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2019-15809.